Event description:
In 2007, pt underwent transjugular liver biopsy and hepatic venogram with pressures. The internal jugular vein was accessed and a 9 french sheath was placed. A multi-purpose catheter was used to catheterize the right hepatic vein. Free hepatic and wedge hepatic pressures were obtained with an occlusion balloon and are as follows: free hepatic: 8 mm hg -mean-. Wedge hepatic: 18 mm hg -mean-. Gradient equals 10 mm hg. Right atrium 3 mm hg -mean-. Following this, a wedged hepatic venogram was performed which was normal in appearance. Next, three 20 gauge core biopsies were obtained utilizing a right hepatic vein approach. There were no noted complications. The following day, the pt returned to the hospital with fever and was subsequently diagnosed with pancreatitis. In the process of her fever workup, they found a fragment of the catheter embedded in her right hepatic lobe. Pancreatitis is felt to be unrelated. No intervention is planned for removal of the catheter fragment.